Event description:
Related manufacturer reference number: 2017865-2022-44100. It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the pacemaker failed to provide low voltage output and the right ventricular (rv) lead failed to capture. Programming changes were made on the pacemaker and the rv lead. The patient's condition was stable.

Manufacturer narrative:
Correction: section b5: should have said "interrogation showed that that the pacemaker and the right ventricular (rv) lead failed to capture." Rather than "interrogation showed that that the pacemaker failed to provide low voltage output and the right ventricular (rv) lead failed to capture."

Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the pacemaker and the right ventricular (rv) lead failed to capture. Programming changes were made on the pacemaker and the rv lead. The patient's condition was stable.